Manufacturer narrative:
The vessel sealer extend instrument has not been returned to isi. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument would not seal the patient¿s tissue. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noted the vessel sealer extend stopped working. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the target tissue was the bowel and the tissue was greater than 7mm. Before the issue occurred, the device worked for two hours during the surgical procedure. It was not until after the third sealing (on a small area of the tissue), the surgeon noted there was no tissue effect. The surgeon indicated there was partial thermal effect to the patient¿s tissue; however, no bleeding. There were no error messages observed and the surgeon side console provided an audible signal while the pedal was pressed. The surgeon believes the sealing issue was due to an equipment malfunction. A backup vessel sealer extend was used to continue with the procedure and was completed with no report of injury.